Manufacturer narrative:
As reported, a 6mm x 2cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used; however, it ruptured within its nominal pressure. It was then replaced with another balloon catheter (non-cordis) and the procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery with moderate calcification and an ipsilateral approach was made. There was no difficulty removing the product from the hoop or when removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. The product was not returned for evaluation as it was discarded due to infectious disease. A product history record (phr) review of lot 82198735 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification may have contributed to the reported event. Calcification is known to damage balloon material; it is likely this occurred when attempting to cross the lesion or upon inflation. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A review of the manufacturing documentation associated with this lot#82198735 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6mm x 2cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used; however, it ruptured within its nominal pressure. It was then replaced with another balloon catheter (non-cordis) and the procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery with moderate calcification and an ipsilateral approach was made. There was no difficulty removing the product from the hoop or when removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There was no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. The device will not be returned for evaluation as it was discarded due to infectious disease.